Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during competitors lead explant procedure due to noise. Post-implant the lead was tested for impedance, no anomalies were noted. The physician requested analysis on the device. There were no adverse consequence during the explant procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. It is believed the cause of the noise was due to anomalous leads.